Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro trocar would not stay inflated and had a slow leak. There were no visible tear or hole and it wasn¿t overinflated. The case was completed without the bubble being inflated. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lot numbers 25134161, 25134947, and 25137025, the last 3 lots shipped to the account prior to the event date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro trocar would not stay inflated and had a slow leak. There were no visible tear or hole and it wasn¿t overinflated. The case was completed without the bubble being inflated. The hospital did not report any patient effects.